Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a sharp edge on the top right hand corner of the implant. It was noted that "it jabbed the patient pretty good." The patient reported that he thought the lead wire might be pulled out of the implantable neurostimulator (ins). It was noted that the patient got an electric shock "the other day" while he was using his computer. The patient reported that static on the bed and computer hit his ins and sent stimulation up his back. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (b)(5), product type: recharger. (B)(4).